Event description:
Four days after implantation, an increasing threshold was reported. Furthermore it was observed that it was impossible to unscrew the proximal end of the lead.

Manufacturer narrative:
The ICD and a fragment of the lead under complaint were received and subjected to an extensive analysis. Upon receipt, the lead fragment was still connected to the ICD header. Visual inspection revealed that the ICD header was damaged. A detailed inspection of the ICD header showed that the observed damages resulted from strong mechanical forces, most likely applied in the course of the disconnection of lead and ICD during explantation. After disconnection of the lead from the ICD header, both devices were further analyzed. The memory content of the ICD was inspected. The trend data showed an increase of the atrial pacing impedance up to 1089ohm and the pacing threshold from 1.4v/0.4ms to 7.5v /0.4ms. However, there was no indication of an ICD malfunction. The data showed a normal ICD function while the device was implanted and in service. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Upon receipt, the lead was found cut approx. 6cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis, the insulation was found missing 2cm distal to the is-1 connector pin. It is reasonable to assume that these observations resulted from the explantation procedure. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the clinical observation. The manufacturing processes for the lead and the ICD were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the ICD was fully functional. There was no indication of an ICD malfunction. The analysis did not reveal any sign of a material or manufacturing problem for these devices.